Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath, and a hemostatic valve separation issue occurred. The investigational analysis completed on 5/8/2019. The device was inspected and no issues were observed. During a second visual inspection, the hemostatic valve was found collapsed inside the hub. Additionally, scanning electron microscope (sem) testing was performed on the damaged area and the results showed evidence of mechanical damage on the surface of the hemostatic valve. A manufacturing record evaluation was performed and no internal actions were identified.  The customer complaint was confirmed. The root cause of the damage on the valve cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture ref no: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath, and a hemostatic valve separation issue occurred. In the initial report, the manufacture address was erroneously reported as 31 technology dr. Irvine, ca 92618. The correct address is 33 technology dr. Irvine, ca 92618. On 4/25/2019, a manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacture reference no: (B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation on 4/3/2019, and upon initial inspection no anomalies or damages were observed. During a second visual inspection on 4/3/2019, the bwi pal found the hemostatic valve collapsed inside of hub. These finding coincide with what was originally reported. The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath, and a hemostatic valve separation issue occurred. When the dilator was inserted into the hemostatic valve, the valve ruptured resulting in bleed back through the valve. The physician changed to a competitor¿s sheath as another vizigo was not available. No adverse patient consequences were reported. The observed hemostatic valve separation issue has been assessed as MDR reportable.